Manufacturer narrative:
During service visit, the beckman coulter field service engineer (fse) noticed fluid around the wash collar due to a weak vacuum. Fse replaced the wash collar valve and that resolved the issue. Fse recalibrated and ran quality controls without errors. The customer ran samples and observed no further errors. Instrument resumed operation. (B)(4).

Event description:
The customer reported multiple modular chemistry (mc) cups displaying reagent level high errors on their unicel dxc 800 pro synchron clinical chemistry system. The operator wore gloves, lab coat and eye protection while troubleshooting. No erroneous results were generated or reported. Upon troubleshooting, a leak was identified at the mc probe wash collar.